Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for suture knot tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: one returned used, needled suture was examined under a stereomicroscope. The non-needled end appeared partially damaged by instrumentation and subsequently broken. The amount of force required to generate the breakage could not be determined.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2011 and suture was used. The suture material broke during knot tying while closing the uterus. The broken suture was removed and the surgeon used a like device from another lot to complete the surgery. No were no adverse patient consequences.